Event description:
It was reported that this implantable pacemaker exhibited oversensing on the right ventricular channel. Due to this inappropriate atrial tachy response (atr) episodes were stored. Further evaluation and reprograming of the device were discussed. This device remains in service. No further adverse patient effects were reported.